Event description:
Please refer to initial MFR. Report #9611500-2019-00241.

Manufacturer narrative:
The dispatched fse has replaced the ventilator's cooling fan. This is in context to the reported observation - a relevant deviation between the setting for cooling fan speed and the measured rotation speed will be brought to the user's attention by the technical alarm "cooling fan defect" (00.a048). For safety reasons to protect the patient from hazardous output the oxygen dosage will be switched off. Dräger finally concludes that the device responded as designed upon a malfunction of a single component after nine years of use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation is ongoing. Results will be provided within a separate follow-up-report.

Event description:
It was reported that the device displayed a technical failure during use and stopped ventilation. There was no injury reported.